Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that there was a loss or change of therapy. While the patient was in the store, it "hit her" and they had to run to the restroom. They were wondering if they could turn it up when they instantly had to go to the bathroom. After the surgery, they didn't remember anyone explaining the device to them. They figured out how to turn the stimulation up and down and off and on. They were also inquiring if they could turn it off while they were at home. It was noted that they felt stimulation as a fluttering in the left cheek. This occurred on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.